Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. The lot number was not provided.  Therefore, we are unable to determine the specific manufacturing site. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported eight (8) wafers had off center starter hole. No harm reported and no photo provided.